Manufacturer narrative:
This event occurred in (B)(6). Invacare is filing this report because the device is also marketed and sold in the u.s.  Invacare europe has requested the device be returned for investigation but as of 6/28/2018 has not received the device. Based on the available information, the underlying cause of the issue could not be confirmed. Should additional information become available, a supplemental record will be filed.

Event description:
There was an issue with the brakes disengaging on a jazz rollator. The patient was sitting on the seat of the rollator at the sink. The brake suddenly released, the rollator moved causing the patient to fall. The client was taken to the hospital and diagnosed with a broken hip.

Manufacturer narrative:
Invacare europe received the rollator and performed an investigation. It can be confirmed that the right parking brake was easier to apply than the left but it functioned as it should. A failure with the device could not be found which might have caused the parking brake to release too easily. No specific root cause can be defined for this incident. The care and maintenance section of the owner's manual has safety inspection information including: "to ensure good performance and safety you should regularly check that the following is carried out: verify brake operation. If brake adjustment is required, see section 3.10 in the user manual." (3.10 has information on proper brake adjustment instructions).

Event description:
There was an issue with the brakes disengaging on a jazz rollator. The patient was sitting on the seat of the rollator at the sink. The brake suddenly released, the rollator moved causing the patient to fall. The client was taken to the hospital and diagnosed with a broken hip.